Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Customer is unable to interact with the pump due to the screen no longer lighting up. Customer's blood glucose was 225 mg/dl. Information regarding alternate insulin therapy was not provided.

Event description:
It was reported that the pump touch screen was shattered; cause was unknown. Customer is unable to interact with the pump due to the screen no longer lighting up. Customer's blood glucose was 225 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.